Manufacturer narrative:
Method: device not returned; results: because the device was not received for evaluation, testing could not be performed to aid in root cause determination. As a result, the root cause cannot be determined conclusively. However, the most likely cause of the reported event is a fatigue fracture. Conclusion: the customer reported event of a post-operative xia 3 poly screw fracture was confirmed via correspondence with the sales associate and review of the attached x-ray. The event resulted in a revision surgery. No device was returned, but the length of implantation (~12 months), suggests that the breakage was due to fatigue. Furthermore, review of similar complaints that have had a material analysis performed on them were determined to be due to fatigue breakage. No lot information was provided, so a manufacturing review could not be performed.

Event description:
Patient required an alif procedure due to broken screws, after initial implantation (B)(6) 2012.

Event description:
Patient required an alif procedure due to broken screws, after initial implantation (B)(6) 2012.